Event description:
It was reported that the shaft broke. A 10mm x 2.50mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the shaft broke in half while trying to move the balloon. The portion that broke was outside of the patient's body. The procedure was completed by implanting a new device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified a complete break of the hypotube located approximately 210mm distal of the strain relief. The hypotube was also noted to be kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the hypotube that may have contributed to the complaint incident. An examination of the returned device identified that the balloon had not been inflated. No issues were identified with the balloon which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A microscopic examination identified no damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the shaft broke. A 10mm x 2.50mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the shaft broke in half while trying to move the balloon. The portion that broke was outside of the patient's body. The procedure was completed with a different device. No patient complications reported.